Event description:
Information was received from a patient regarding an external device. Pt does not know the model number of the controller because they lost the battery door cover. The reason for call was patient stated the controller is not charging. Patient stated they have the controller plugged into ac power and it is not recharging since about a week ago. Patient removed the li battery pack and connected the controller to ac power patient verified the controller does not power up. Patient verified there is a green light on the ac power plug. Pt does not have aa batteries to try in the controller. The issue was not resolved through troubleshooting. Patient service specialist is sending a request to repair team for the controller and ac power cord.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis. Product ID 97745 (serial: (B)(6)). Product type: 0201-programmer patient b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. The lcd and connector support were also cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating the issue started yesterday. Patient reported that they weren't getting the controller light to come on and that the controller was dead and they tried different outlets to recharge it. Patient added that the ac power supply light was on and fine. Agent walked patient through an ac power reset of the controller. Patient confirmed controller powered back on and that the controller light was flashing. Patient reported the controller was at 0% and the implant had an exclamation point and was orange. Agent had patient inspect the controller port for damage. Patient confirmed no damage. Patient verified that the controller was charging. Patient stated that they work with a nurse practitioner. The troubleshooting steps taken resolved the issue.